Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating instrument was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification.

Event description:
It was reported that after completion of an anterior labral and biceps tenodesis, the needle was found to be missing its tip. The needle had been used for only one suture pass during the case. They x-rayed the patient and did not see it; it was not found in the operating room.